Event description:
It was reported that during an unknown procedure that the doctor used the device for the first green load on a sleeve, 6cm from pylorus, 36mm bougie. The innermost staple line on the sleeve side didn't close. Had u shaped staple formation - completely open staples in that row. The other 2 rows seemed to have been closed, as reported by the surgeon. There were no adverse consequences for the patient. No devices will be returning.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Photographs. Additional information was requested and the following was obtained: on what tissue type was the device used? At what location on the tissue? Gastric tissue. First fire. 5cm distal from pylorus. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Not to knowledge. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? First. If echelon, during which stroke did the event occur? Ple60a was used. First firing. Surgeon reported staples not forming in 2nd and 3rd strokes. What color cartridge was being used? Green. What other color cartridges were used before and after this event? None before. Green x2, gold, blue x2. Was buttressing material utilized? If so, which product? No. Were any unexpected noises heard? If so, when? Not reported by surgeon. Were any of the forces higher or lower than expected (closing, firing, or opening)? None noticed by surgeon. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? Surgeon is an experienced bariatric surgeon on sleeves. Has used ple60e since february. Has not reported having green load not form staples for over half a load on stomach. Photographs were returned and reviewed by ees field quality engineer. The following summary was provided: "the photos had clear images of staples that did not form properly. The inner two rows of staples were not identifiable in these photographs. The images of what appeared to be some suture reinforcement being added to the subject staple line. Based on the event description and what was observed in the photographs. It would appear that the device experience what we call deck deflection. This occurs when the forces required to bring the tissue into thickness compliance are greater than the cartridge channels ability to maintain alignment with the anvil. When these conditions exist the cartridge channel starting at approximately mid staple line may roll outward enough to cause the outer row of staples to miss the anvil. "I cannot make a definitive root cause conclusion based on the event description and photographic evidence analyzed. However, a possible cause might have been cartridge deck deflection due to excessive tissue compression/compliance forces." The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.